Event description:
It was reported that the pump touchscreen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.